Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial#: (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2011, product type: lead. Product ID: 377845, lot#: v019019, implanted: (B)(6) 2007, explanted: (B)(6) 2011, product type: lead. Other relevant device(s) are: product ID: 3778-45, serial/lot #: (B)(4), ubd: 07-nov-2012, UDI#: (B)(4). Product ID: 377845, serial/lot #: (B)(4), ubd: 17-jan-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that  the last ins didn't work however it did work some. The hcp replaced this. Pt states during the first ins, she had a knee replacement and the leads had come loose due to this. Device was put back in again and they redid and worked again. Pt did not have dates or when this had happened. Pt sates a rep had helped her the fist two times and all worked. The other time patient had knees done and leads were pulled out loose again. Pt told manufacturer representatives.